Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case is damaged. It is noted the battery returned with the device measured 7.14 volts no load. (B)(4).

Event description:
It was reported the device has a problem about operation. The device was returned for evaluation. There was no patient involvement indicated.